Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer, product ID 8835, serial# (B)(4). Catheter model#8711, serial# (B)(4), implanted: 209 (B)(6), catheter model#8596sc, serial# (B)(4), implanted: 2009 (B)(6). (B)(4).

Event description:
Hcp reported the patient experienced a decreased level in consciousness. Patient was admitted to the hospital on (B)(6) 2012. The patient was given narcan on (B)(6) 2012 around 8:40 am. The patient responded to narcan. They were decreasing the patient's dose by 25%. The pump was delivering bupivacaine and morphine. Additional information has been requested but was not available at the time of this report.